Event description:
It was reported the subject device power does not turn on when the power switch is pressed. The issue occurred during set up/ inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 full establishment name due to character limit: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.